Event description:
Fixture extraction surgery for a femur patient due to infection and fixture loosening. Pain when loading was reported as a clinical sign in addition to the infection. Fixture removal took place on (B)(6) 2023.

Manufacturer narrative:
The probable root cause is deep infection with loosening of the fixture.